Event description:
Reporter noted unit would not tune; tried two handpieces. No back-up unit available. Cancelled cases. One pt was prepped, but no incision was made. Patched eye and rescheduled. Case completed following week, no injury.